Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached/cut and the guide tooth was damaged. Blood was found on the proximal conductor (not obstructed) and on the distal end of the electrode. The lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the lead helix would not extend after the physician initially screwed the helix inthe wrong direction. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the lead helix would not extend after the physician initially screwed the helix inthe wrong direction. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.